Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. Additional information added to field h6, d10, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was identified as protein of human origin and trace amounts of fluorine and silicon (likely from cleaning agents or other sources). Human proteins were components derived from humans, while fluorine and silicon were components derived from drugs. It was considered that the factors contributing to the foreign material adhesion included insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. There was damage to the area where the foreign material was detected, as there were scratches on the objective lens surface and damage to peripheral equipment and other devices. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: we confirmed that the inspection method states in instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that foreign material was found on the tip of the gastrointestinal videoscope. There were no reports of patient involvement.